Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with reports of fatigue. The patient had dark tarry stools upon admission. The patient's hemoglobin was 3.9 g/dl on admission. The patient underwent an upper endoscopy that found a large ulcer, but it was not the true source of the bleeding. The patient was unable to undergo a colonoscopy. The patient received 4 units of blood during their hospitalization and their hemoglobin trended from 8.8 g/dl to 7g/dl. On (B)(6) 2021 the patient was started on subcutaneous octreotide twice daily. The patient was deemed stable for discharge on (B)(6) 2021. On (B)(6) 2021 the patient received 2 units of blood as an outpatient and hemoglobin was 6.5g/dl. The patient was told to hold coumadin and acetylsalicylic acid (aspirin) for 2 weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.